Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead dislodged following open heart surgery for valve repairs. The lead was explanted and replaced without incident. No adverse patient effects were reported.